Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd autoshield duo safety pen needle there was an issue with breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two open 31g x 5mm safety pen needle samples and one pen injector along with three photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample. No issues were observed with the second sample. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample. No issues were observed with the second sample. No lot history review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd autoshield¿ duo safety pen needle there was an issue with breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported with the use of the bd autoshield duo safety pen needle there was an issue with breakage. There was no report of injury or further medical intervention.